Manufacturer narrative:
Additional reporter: (B)(6). The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred with regards to a 102" (259 cm) appx 8.2 ml, pur standardbore/smallbore transfer set w/microclave® clear, dual check valve, 1.2 micron filter, luer lock where the reporter stated that "when tracing lines at shift onset the syringe pump tubing infusing antiarrhythmic drugs (aads) was found to be leaking via the in-line filter. As a result, the aads infusion needed to be discontinued and discarded. Patient's maintenance infusion changed." They also reported that the patient's lines are meant to be changed every 96 hours, and this leak was found on day 3. Procedure was antiarrhythmic drugs (aads) infusion via peripherally inserted central catheter (PICC) line. There was patient involvement but no adverse event.

Manufacturer narrative:
The complaint of leaks on item mc330419 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. Lot history review could not be performed due to the lot number for this complaint was unknown. Additional information d9 section.